Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via device tracking "rupture" against right device. The device has been explanted.

Event description:
Healthcare professional reported via device tracking "rupture" against right device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 e1 h3 h6 a visual analysis of the returned device identified: opening extended on anterior and underweight. A visual and microscopic analysis was performed which identified: striated opening anterior. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g1.

Event description:
Healthcare professional reported via device tracking "rupture" against right device. The device has been explanted.